Event description:
A discordant falsely elevated carbon dioxide (co2) patient sample result was obtained on a dimension vista 500 system. The result was not reported to the physician(s). The same patient sample was processed on an alternate dimension vista system. The sample result obtained on the alternate dimension vista system was lower, considered correct, and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated carbon dioxide (co2) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded that the event was due to a water quality issue caused by operator error with incorrect placement of the progard filter during the routine water purification module (wpm) maintenance. Hsc has reviewed the information provided and the instrument data logs and concluded that a potential product problem was not identified. The customer resolved the issue by correct filter placement, water system flushes, and recalibration of the co2 assay. The instrument is operational. The device is performing according to specifications. No further evaluation is required.